Event description:
It was reported interrogation prior to the procedure showed that the right atrial (ra) lead exhibited out of range of pacing impedance. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.